Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse determined the leak was caused by quick disconnect qd1 which was unsealed. The fse cleaned and resealed qd1. The instrument ran without leaks. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from an unknown location inside a coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated in connection with this event.